Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo. Initally, it was indicated that after puncturing the left groin, the hemostatic valve of the vizigo short was damaged when the dilator was removed to insert the vizigo short into the right atrium. Withdrawing air was avoided by the physician's operation, but since the hemostatic valve of the vizigo short was damaged, the vizigo short was replaced, and the procedure was completed successfully. There was no adverse patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 03-jul-2025, additional clarifying information was received which indicated that the brim cap/hub had become detached from the sheath. It was broken/cracked. Therefore, the event was re-assessed as MDR reportable with an awareness date of 03-jul-2025.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo. Initially, it was indicated that after puncturing the left groin, the hemostatic valve of the vizigo short was damaged when the dilator was removed to insert the vizigo short into the right atrium. Withdrawing air was avoided by the physician's operation, but since the hemostatic valve of the vizigo short was damaged, the vizigo short was replaced, and the procedure was completed successfully. There was no adverse patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 03-jul-2025, additional clarifying information was received which indicated that the brim cap/hub had become detached from the sheath. It was broken/cracked. Therefore, the event was re-assessed as MDR reportable with an awareness date of 03-jul-2025. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the brim cap, the hemostatic valve, and silicone ring, were separated from the original place. Further investigation under a microscope revealed that there was adequate adhesive, evidencing a correct assembly manufacturing process. A device history record review was performed for the finished device lot number: 60000518 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The brim cap issue reported by the customer was confirmed. The potential cause of damage on the brim cap cannot be established. The instructions for use (IFU) contain the following precaution: use best practices for inserting or retracting any device at the hemostatic valve. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).